Manufacturer narrative:
The device involved in this complaint was not returned. Please check the attached file for our investigation results.

Event description:
It was reported a revision surgery was performed for unspecified reasons.